Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, h1, h2, h3, h6, and h10. Reported event was considered confirmed as the returned impactors are fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical products: catalog #: 00434903909, humeral stem spacer size 9, lot # 64350847. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00781.

Event description:
(B)(4). It was reported that during shoulder arthroplasty the surgeon was implanting a spacer into a tm humeral stem. The threaded tip of the spacer impactor broke off and became lodged in the spacer. The surgeon was concerned the poly wouldn't fully seat, so he worked to break the taper off that spacer. We used a different spacer impactor and a new spacer, and upon impaction, the second spacer impactor broke and became lodged in the spacer. No additional information available at this time.